Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that insufficient apposition occurred, requiring additional intervention. The patient presented for right coronary percutaneous coronary intervention after coronary angiography revealed complex lesions with severe stenosis. A 6f jr4.0 guiding catheter and non-boston scientific (bsc) guidewire were advanced to distal right coronary artery through a 6f arterial sheath inserted at the right radial artery sheath. The distal to proximal mid-segment right coronary lesion was pre-dilated with a 2.5 x 15mm non-bsc balloon 12atm for 10 seconds. A 3.50 x 38 mm promus premier was deployed in the mid-segment right coronary lesion at 12 atm for 10 seconds. The stent was post dilated from with a 4.50 x 12 mm quantum maverick balloon at 12 to 16 atm for 10 seconds. The balloon inflated successfully. Intravascular ultrasound examination (ivus) revealed poor expansion and distal stent indentation of the stent. A 4.00 x 15mm quantum maverick balloon was delivered to the under expanded stent and dilated from distal to proximal at 16 to 18 atm for 10 seconds. The balloon inflated successfully. Ivus examination still showed poor expansion at distal segment of mid-segment right coronary stent. A 4.00 x 18 mm non-bsc stent was delivered to the mid-segment right coronary lesion and deployed at 12 atm for 10s. A 4.00 x 15 mm quantum maverick was advanced for post dilation of the stent at 12 to 16 atm for 10 seconds. Ivus good stent apposition, no hematoma or dissection. Angiography revealed timi grade 3 flow in right coronary artery. The procedure was completed without further complications.